Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that they experienced high blood glucose. The customer blood glucose level was 12.7 mmol/l at the time of incident and other blood glucose value was 12 mmol/l. Customer stated they just started on the insulin pump today this morning at 10 am and already having high blood glucose and not sure if calibrating properly and follow emergency medical advice and blood glucose was 33.3 mmol/l at the moment. Customer reported that they did not allege insulin pump was under delivering. Customer was neither in emergency room, nor admitted into hospital, nor was emergency medical service dispatched as a result of high blood glucose. Customer reported that auto mode feature was not active at time of high blood glucose event. The customer experienced symptoms such as thirsty. Customer treated with insulin pump. The customer was assisted with troubleshooting and declined for high blood glucose. The insulin pump will not be returned for analysis.